Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low and elevated blood glucose (bg) levels ranging from 51-675 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.